Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. But the operation part and insertion part were not sent. The pipe was broken at the brazing joint of the operation wire and the pipe, which was about 310 mm from the distal end from the pipe. The condition of the brazing area presented no abnormalities. The result of the outer diameter measurement also presented no abnormalities. The basket was deformed. There was no missing part of the basket or the tip. The manufacturing record was reviewed and found no irregularities. As a result of evaluation, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an endoscopic retrograde cholangiopancreatography with stone fragmentation, the subject device was used in combination with the handle maj-441 and the guidewire visiglide. The wire of the subject device broke off at the transition of the fixed metal piece in the handle to the wire end. It was also reported the basket wire or tip broke off or fell off. The basket could be loosened and removed from the patient without any problems. There was no patient injury reported.